Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than 1 week post implant, a device check was performed and the measured data were "not good." An x-ray showed that the slack from the lead had disappeared and the lead was suspected to have dislodged. A revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.